Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation as the patient was unwilling to provide any additional information during a follow up call. The patient did not state when the alleged product issue occurred and did not provide any alleged inaccurate blood glucose results which they obtained on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took their usual dosage of apidra insulin in response to the alleged product issue. An unspecified period of time later the patient ¿fainted¿; a symptom which they associated with hypoglycemia. It is not known what type of treatment the patient received in response to this, however it is noted that the emergency medical services were present at some point after the patient had fainted and they measured the patient¿s blood glucose on their own meter with a result of ¿60mg/dl¿ being obtained. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.